Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 80 mg/dl, the cause of elevated bg was unknown. Reportedly, customer was attempting to treat bg level, and tripped and fell, which resulted in a broken hip. The customer was transported via ambulance to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with an unspecified intravenous treatment. No information was provided regarding the release date; however, customer indicated the issue was resolved. System check with tandem technical support confirmed the pump was functioning as intended.